Event description:
Ventilator had a smell of overheating. The ventilator was in use on a patient and alarmed, but the customer reported there was no patient harm. The ventilator was removed from use. The international distributor's service technician verified the reported problem. The service tech reported the ventilator would not power on upon checkout. The service technician replaced the power supply to correct the problem. The power supply has been returned to the manufacturer for failure analysis.